Event description:
The pt was admitted to the hospital on (B)(6) 2012 with diagnosis of "bacteremia" after developing an infection of her port-a-cath that was inserted in 2007 with unk date or time. The MFR of the port-a-cath is also unk. On (B)(6) 2012, the pt was taken to surgery to remove the infected port-a-cath. The surgeon documented that there was noted "pus" around the port-a-cath pocket. The pt was reported before admission to have blood cultures of "providenicia stuartii" since (B)(6) 2012. Those results came from a local state (B)(6) center for where the pt is a center resident. The port-a-cath was reported as in the internal jugular vein right side. The pt was treated with antibiotics and discharged from the hospital on (B)(6) 2012. No other info or MFR name is known related to the infected port-a-cath.